Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined the subject event can be detected and prevented by implementation in accordance with the below instructions for use: visera cysto-nephro videoscope olympus cyf type va2 for safe use handling and general precautions ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Chapter 7 cleaning, disinfection, and sterilization procedures 7.5 main cleaning brushing the channel from opening of the suction cylinder, when using the single-use channel cleaning brush (bw-201b), withdraw slowly and not to hit the cylinder. If the shaft rubs too hard against the cylinder opening, the shaft may be shaved. If the shaft is shaved, the shavings may get into the duct lines. However, if you clean the duct lines following this instruction manual, no shavings will remain inside the duct lines. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited a chipped forceps channel port. There were no reports of patient involvement.